Event description:
Reference number (B)(4). Event occurred in colombia it was reported that, the patient was hospitalized on (B)(6)2024 due to high bood glucose level. The treatment for high bg included manual injection. During hospitalization the patient had high ketone level and went into coma. The patient was hospitalized for 5 days and had symptoms like body pain during hospitalization. No further information available

Manufacturer narrative:
Patient city: (B)(6) patient country: colombia since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.